Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info has been requested. This report was mailed to FDA on: 10/31/2008.

Event description:
A surgeon reported a patient with decreased visual function whose intraocular lens (iol) was noted to be cloudy after a penetrating keratoplasty procedure was performed for iris corneal endothelium syndrome. The iol implant surgery was performed in 1997. The surgeon does not feel that the decreased visual function was caused by the cloudy lens; rather, he suspected it is caused by corneal endothelium. Additional info has been requested.